Event description:
During an unspecified thoracic procedure, the anvil and cartridge disengaged. The surgeon retrieved all components without incident. A new device was applied to complete the procedure.